Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code).

Event description:
It was reported that while on a patient, the cardiosave intra-aortic balloon pump (iabp) over heated. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. Upon further inspection, the fse found the drive regulator pressure readings to be out of specification. The fse replaced the drive regulators (0103-00-0633). The unit passed all functional and safety tests and was returned to customer. The following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing dept. Received the following parts: pressure regulator, other one pressure regulator with a reported unit failure of system over temperature. The fat dept. Performed a visual inspection of the parts received and found that all the parts are in good condition. The failure analysis and testing department installed: pressure regulator. Other one pressure regulator in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department ran the pumping test for 2 hours. Pressures setpoints didn¿t drift as described by the costumer. The failure analysis and testing department could not verify the failure of system over temperature. Retaining the parts in the fat department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on a patient, the cardiosave intra-aortic balloon pump (iabp) over heated.